Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak encountered during the patient's pd treatment. There were multiple air detected in cassette warnings during drain zero. During fill one, fluid was noted to be coming from the stay safe connector. The spouse was going to set up with new supplies. There was no fluid in the pump module of the cycler. In a follow up, the patient's pd nurse verified the event and said the patient did not have any kind of harm, intervention or adverse event associated with the fluid leak. The patient is continuing treatments with the same cycler and no other issues. The cycler set was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak encountered during the patient's pd treatment. There were multiple air detected in cassette warnings during drain zero. During fill one, fluid was noted to be coming from the stay safe connector. The spouse was going to set up with new supplies. There was no fluid in the pump module of the cycler. In a follow up, the patient's pd nurse verified the event and said the patient did not have any kind of harm, intervention or adverse event associated with the fluid leak. The patient is continuing treatments with the same cycler and no other issues. The cycler set was discarded.